Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A total of 10 non-sustained tachycardia episodes with v-v intervals <(> <<)>220 ms from (B)(6) 2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 190 v-sic occurred since the session 6 days earlier. (B)(4).

Event description:
It was reported that the right ventricular lead had stored episodes that showed noise and high sensing integrity counter. Pocket manipulation and isometric maneuvers could not reproduce the noise. X-ray indicated that the set screw was fully inserted. The lead was suspected to have a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with explant damage including an extrinsic breach/cut to the outer insulation. Minimal blood ingress was observed. An in-vivo insulation breach or conductor fracture was not observed during analysis.